Event description:
Pt reports that she kept the batteries in (the correct way) the ms3 pump not in use as we had recommended, but now that she is ready to use the pump. It appears unprogrammed sn (B)(4), due for maintenance 03/20/2018. Pt is frustrated and she stated that she wasn't having issues before, but now that she actually left the batteries in this time, the pump lost its programming. Pt is now skeptical and thinks she is better off leaving the batteries out. Advised pt that the internal battery needs to maintain a charge. So it is recommended that she keeps the batteries in. We are sending a replacement pump and return box for delivery tomorrow. Pt has one working pump. Pt is unharmed. Dose or amount: 10nkm, frequency: continuously, route: sq. Dates of use: (B)(6) 2015 to present. Diagnosis or reason for use: pah.